Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the issue as the malfunction did not recur. The customer was informed they could continue using the pump and to contact support again if the issue reoccurred.